Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.reference manufacturer report number: 2032227-2015-19008.

Event description:
The customer reported via phone call that he had received a sensor error and had a blood glucose of 36 mg/dl. Customer stated that it is supposed to alarm him if he is below 100 mg/dl. Customer's blood glucose at the time of the incident was 127 mg/dl. Customer stated that he was unable to upload into carelink personal. Customer stated that they are unable to run the test plug procedure. Customer couldn't see any problems with the transmitter. Troubleshooting was performed but was not completed because the customer already removed the sensor. Customer will receive a replacement transmitter, sensor, and canister.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.